Event description:
Patient called on behalf of his wife to report they received a recall letter in the mail in regards to the true metrix self monitoring blood glucose meter. They have not used the device however, would like to file a report.